Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used in the common bile duct during a spyglass procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost approximately 20 minutes into the procedure. The spyscope ds ii catheter was unplugged several times and plugged back into the controller; however, the problem was not resolve. The procedure was not completed and rescheduled. There were no patient complications reported as a result of this event.